Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse released air from the air dryer and primed the unit 40 times with no issues. On (B)(4) 2011, the fse replaced the air dryer. No further leaking issues were reported as of (B)(4) 2011. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report a recurring water leak in the hydro area, and lo pressure hi errors in connection with a unicel dxc 800 synchron system. No effect to patient or user was reported in connection with this event.